Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a spine procedure for scoliosis on (B)(6) 2016 and the barbed suture was used. During the procedure, a tab was seated outside of apex in intact tissue and was pulled right through. The tab was then inspected and noticed that the tab had cut in half and a half now missing. The procedure was completed with the other suture. There were no patient consequences reported. No further information is available.

Manufacturer narrative:
Only suture was returned dispensed and with body fluids. During the visual inspection of the sample it was noted that in some barbs was damaged and one side the fixation tap of the suture was cut, but the nucleus tab was in good condition. In addition, the nucleus of tab has slight marks that appear to be from a needle holder. Also, it was observed that the swage area of the suture was cut likely by use of needle holder. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps.